Manufacturer narrative:
Received 1 used silicone foley catheter still attached to the urinary drainage bag. Visual inspection noted a cuff roll on the balloon. Further inspection noted that the distal end of the catheter was heavily encrusted. The reported event was confirmed, cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 5 cc balloon: use 10 cc sterile water." 2987, 2199 = "nl". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a cuff roll noted on the balloon. No patient complications reported with removal of the catheter.